Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure of the mildly calcified, non-tortuous, de novo right common iliac after pre-dilatation the omnilink elite stent delivery system (sds) was advanced to the lesion area. Due to limited visibility during a contrast injection unrelated to the sds; the sds was being removed but the stent implant became dislodged from the balloon. There was no reported resistance. The sheath was upsized to 7f to snare the stent and remove it from the anatomy. A different stent was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.